Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used to close the fascia. Following the procedure, the patient experienced wound dehiscence, infection and suture spitting. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.